Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay on a direct tested nasopharyngeal swab sample on (B)(6) 2022. Confirmation qpcr testing was performed within 12 hours of the ID now covid-19 test which generated a positive result. No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Corrected investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m184963 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m184963 and test base part number 190-430 / lot m184963. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m184963 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m184963 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m184963 and test base part number 190-430 / lot m184963. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m184963 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.